Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers. On oct 24th 2024, abbott vascular determined that a field action was required for specific lots of ppak 20/30 w/copilot product. The product associated with this complaint is from the impacted population.

Event description:
It was reported that during functional testing, resistance was felt when pulling the handle. There was a sound of rod sliding through the half nuts when the handle was being pulled back and forth. Additionally four of the indeflator devices failed the vacuum test. There was no device use or patient involvement. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported leak was able to be confirmed. The reported physical resistance / sticking was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed an indication of a product quality issue. Additionally, a review of the complaint handling database identified similar incidents from this lot. The investigation determined the reported difficulties appear to be a potential product quality issue. On oct 24th 2024, abbott vascular determined that a field action was required for specific lots of ppak 20/30 w/copilot product. The product associated with this complaint is from the impacted population. This action is being taken due to an increased potential for a leak in the indeflator under pressure or vacuum due to a gap in the hose snap fitting and o-rings from a specific supplier.

Event description:
It was reported that during functional testing, resistance was felt when pulling the handle. There was a sound of rod sliding through the half nuts when the handle was being pulled back and forth. Additionally four of the indeflator devices failed the vacuum test. There was no device use or patient involvement. There was no clinically significant delay in the procedure. No additional information was provided.